Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted overnight with hematuria. Previously unreported to the manufacturer, the patient has had elevated lactate dehydrogenase (ldh) and sub therapeutic inr¿s requiring lovenox injections. The patient¿s inr goal was increased from 2-2.5 to 2.5-3 due to concern for hemolysis. It was reported that ramp echocardiogram study results were normal. Log file analysis completed by the manufacturer¿s technical services representative revealed that the lvad system was operating as expected. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the reported event could not conclusively be established. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged on (B)(6) 2017 with lactate dehydrogenase (ldh) of 620 u/l. Ldh remained elevated at 693 u/l and inr was 6.3.